Event description:
It was reported to boston scientific corporation that a resolution clip was used in the esophagus to treat achalasia during a peroral endoscopic myotomy (poem) procedure performed on (B)(6) 2024. During the procedure, tech struggled with deploying the clip, and the surgeon suspected user error. The physician took over and managed to release the clips, but it was very difficult. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from the catheter.